Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. The tissue bag was fully cinched and detached from the introducer. Upon disassembly and inspection, engineering found no signs of damage to the deployment mechanism or other components. Based on the condition of the returned unit, it is likely that the tissue bag fell off when an external force was applied to the edge of the tissue bag. An example would be the use of an instrument to unroll the bag after deployment. The instructions for use (IFU) states, "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
(B)(4) has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap appendectomy. It was reported that when deploying the bag it fell off the metal frame, before it opened fully. No patient injury. A replacement bag was opened and the procedure was completed. It was reported that it is unknown how much the supports were exposed. Type of intervention: replacement bag was used. Patient status: no patient injury.